Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a failure code 810:03 on channel c, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).date device returned to manufacturer was incorrectly listed as (B)(6) 2011. This has been changed to the correct date of (B)(6) 2011. The device was received by baxter, and the condition was confirmed through the event history but not duplicated. This is an ancillary service event opened during the investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow-up will be sent.